Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. There was no adverse event associated with this complaint. No additional information was available. This complaint is being reported because the issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Suspect medical device model # & brand name: the identifying information for this pump was unknown at the time of the reported malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6.